Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient was lost to follow-up and high out of range measurements were observed as far back as a year. An invasive procedure was performed and it was determined the measurements were caused by a loose connection. The setscrew was retightened which resolved the clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.